Event description:
It is reported that in 2000, pt underwent left total knee replacement. Post-op, pt experienced chronic difficulty with patellar maltracking. As a result, in 2001, the knee was revised where the prevously placed mg ii 9 mm flat tibial articular surface was removed and a new mg ii 13 mm ap lipped tibial articular surface was implanted.